Event description:
It was reported that the device reached eri (elective replacement indicator) a few days before the patient presented to the emergency room due to a fall. The patient reportedly experienced two episodes of vf (ventricular fibrillation). Follow-up with the physician's office determined that the physician felt that when the device went into eri it may have induced bradycardia-related torsades. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2006. (B)(4).